Event description:
It was reported that (1) device was used during a laparoscopic cholestectomy. It was reported by the affiliate that the surgeon introduces the er320 clip applier into the trocar and tried to fire the device for placing clips on the cystic duct. The clip applier blocks, then forcing the device, the surgeon manages to apply a clip that is not perfectly closed. This also happened with other clips. Another device was used to compelte the case. There was no consequence to the pt.